Event description:
It was reported that during da Vinci-assisted surgical procedure, site contacted Intuitive Technical Support Engineer (TSE) to report the endoscope's scope orientation was displaying upside down with everything appearing backwards on the screen. TSE guided the customer through a four-step resolution process: (1) removing the scope from the arm, (2) rotating the endoscope base until the correct orientation (30 UP or 30 DOWN) was displayed on the screen, (3) pressing the clutch button on the arm that had been holding the endoscope to cancel the guided scope change, and (4) reinstalling the endoscope onto the arm ¿ following these steps successfully resolved the issue, with the customer confirming the scope orientation was now displaying correctly and that they were proceeding with the case. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer had removed the Endoscope, rotated the Endoscope base to the correct orientation, press the clutch button on the arm to cancel guidance. Endoscope was later reinstalled on the arm. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.This report was impacted by the eMDR scheduled maintenance occurring July 22, 2026 ¿ July 27, 2026.Blank MDR fields:The missing patient information in sections A and B was either unknown, unavailable, not provided, or not applicable.The Expiration Date for Section D4 is not applicable.Field D6 is blank because the product is not implantable.Field E4 is blank because it is unknown if the initial reporter submitted a report to the FDA.Fields G5 and G7 are not applicable.Field H10 is blank as there are no related report numbers.